Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no 138695. Baxter received and evaluated the device, which was found out of specification. The reported system error 322 was not reproduced. System error 322 was confirmed. The upper latch switch bracket screws were loose allowing the upper switches to move in and out from the upper door latches. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.